Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp: battery power low/lost is not able to be confirmed. The product was not returned for investigation. The pump passed the functional checkout by the field service agent. The most likely cause of this issue is the front ac power cable being loose from user handling. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with 1 relevant finding. A non-conformance is relevant to the reported complaint; however, the affected battery was sent back to the vendor and reworked. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping on its own while on patient. The rt heard a high-pitched squeal and notified another rn who saw the iabp had stopped. The rt stated there was a very high-pitched alarm that occurred for a few minutes, before alerting the rn. As a result, the iabp was discontinued and taken away by the perfusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping on its own while on patient. The rt heard a high-pitched squeal and notified another rn who saw the iabp had stopped. The rt stated there was a very high-pitched alarm that occurred for a few minutes, before alerting the rn. As a result, the iabp was discontinued and taken away by the perfusion.